Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000860. A medtronic representative visited the site to service the system. A hardware component was replaced. The system was then functioning as intended. Codes b01, c02, and d02 are applicable. The power conversion enclosure was not returned for analysis. However, there was an electrical failure/design codes b01, c02, d01 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that upon delivery the manufacturer representative tested the driving by engaging the clutch and putting the system into manual drive and when they grasped the handle there was a continuous beep similar to low battery but had two bars and when released the handle it would stop beeping. The manufacturer representative rejected the image acquisition system (ias) and received and held onto the mobile view station (mvs). There was no patient involvement.